Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed damage consistent with mishandling. Due to the extent of the damage, the investigation was compromised and root cause cannot be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.